Event description:
During troubleshooting for a low drain volume alarm on the home choice (hc), a registered nurse (rn) reported to (B)(4) that there was about a half of a foot of air in the patient line. (B)(4) advised the rn to end therapy. The rn stated the air was gone. (B)(4) advised the rn to contact the patient's peritoneal dialysis registered nurse (pdrn). Hc was operational and a swap of the device was not necessary. No serious injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2011 and the patient has been resuming therapy successfully. The nurse was unaware of any air in the line, she said another nurse had reported that. No further information was provided. There was patient involvement, but no reported injury or medical intervention. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 in and she was not aware of any air in the line and she could not remember the alarm. Since then the patient has been resuming therapy successfully except that the patient was in the hospital for a week because they were not feeling well. Their therapy was also changed from 10 hours to 12 hours and they have had no further issues. No further information was provided. There was patient involvement, but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 in regards to a report of patient hospitalization and she refused to provide any additional information pertaining to their hospitalization.

Manufacturer narrative:
(B)(4). The reported condition of a low drain volume alarm was confirmed. The root cause was identified as air in patient line. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line.